Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's proportional valve, 3-way solenoid, solenoid valve gasket, blower chassis tubing, system board and system board tubing were replaced to address the issue.